Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: explanted: product type screening device h3: the lead, model# 977d260 serial#(B)(6), was returned for product analysis. Analysis of the lead revealed that they were unable to replicate the reported issue. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a test lead malfunction.  Excessively high lead electric resistance was detected during the procedure. Only the lead was replaced on the same day to complete the procedure. Issue was resolved. Cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va340ms015 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 05-apr-2029, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.